Event description:
During a laparoscopic bso procedure, while cleaning the instrument, the clamp arm fell off. The clamp arm was retrieved outside of the pt. The procedure was completed with another like device. There was no pt consequence.